Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 275cc mentor smooth round moderate plus profile saline breast prostheses, suffered bilateral breast capsular contractures (baker grade iii), post-procedure. The capsular contractures were diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient was also diagnosed with left breast implant deflation. On (B)(6) 2022, mentor became aware that the patient has been rescheduled for bilateral implant removal on (B)(6) 2022. On march 15, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system.

Manufacturer narrative:
On april 13, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 15, 2022, mentor became aware that the patient's implants were replaced with the following: (left) 310cc mentor smooth round high profile saline catalog: 3503310 lot: 9682986 sn: (B)(6) and (right) 310cc mentor smooth round high profile saline catalog: 3503310 lot: 9682986 sn: (B)(6). Mentor also became aware that according to the explanting doctor, the right side breast implant's weight after explantation, 275cc, was consistent with a slow leak since they believe that it should have weighted more taken to account the actual weight of the implant and the documented amount of fluid filled in the implant (275cc). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 5, 2022, mentor received additional information indicating that the patient has been scheduled for a future date of explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. 9. FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r.